Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting low shock lead impedance (sli) measurements <20 ohms. The device was also emitting beep tones. The patient came into the clinic and multiple (sli) tests were performed and the numbers were always 44 and 45 ohms. The physician decided not to perform an induction at this time and is waiting to see another out of range measurement before taking the patient back to the lab. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device and rv lead remain in service. There is no additional information available. If additional information becomes available the event will be updated. Approximately two years later we received information that the shocking lead impedance was again less than 20 ohms. The patient was brought into the clinic and the low shock impedance was unable to be recreated through isometrics and arm movements. Efforts to elicit noise were also unsuccessful. A boston scientific technical services consultant discussed delivering a 1.1 and 31 joule shock to test the integrity of the device system. However, it was reported the device was close to elective replacement indicator (eri) and the physician planned to wait until the device replacement procedure to address the issue. No adverse patient effects were reported.